Event description:
It was reported that there was a pixel issue on the pump display, which affected the customer's ability to interact with and read the pump screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.